Event description:
Reporter alleged blood glucose read lo and emergency medical technician (emts) arrived 20-30 minutes later and gave her a glucagon shot. It was reported 5 minutes after the shot, emts measured glucose to be 17 mg/dl and customer was taken to the hospital. Reporter stated hospital result measured 20 mg/dl while customer's meter read 526 mg/dl. No information was reportedly provided on treatment. A request was made for the return of the suspect device and replacement product was sent.